Event description:
The report we received from the affiliate indicated that a male patient was admitted with 100% stenosis in the proximal and distal circumflex. The lesion was de novo, slightly calcified and moderately tortuous. A retrograde approach with a guide wire was chosen because the wire had difficulty crossing the lesion by antegrade approach. The lesion was predilated with a 2.0 x 20mm apex balloon and a 3.5 x 28 mm cypher was being delivered to the target lesion. However, when the cypher came out of the guiding catheter, the physician experienced uneasiness advancing it. Therefore, the physician removed the cypher out of the patient and found that the distal end of the stent was flared. Another cypher of the same size was implanted in the distal circumflex and a taxus of unknown size was implanted at the proximal circumflex. The procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product was not available for evaluation. The product is not distributed in the united states, however, it is similar to the united states product. Additional information will be submitted within 30 days from receipt.